Manufacturer narrative:
Part: 400.834.04s, lot: 2l02785, release to warehouse date: october 25, 2018, expiration date: january 10, 2028, manufacturer: (B)(4). No nonconformance reports (ncrs) were generated during production. Visual inspection: the cranial-scr plusdrive ø1.6 self-drill l4 was returned and received at us customer quality (cq). Upon visual inspection, it is observed that the tip of the screw was broken. The broken tip fragment and the traeger for the screw were not returned. No other issues were observed with the device. Dimensional inspection: axial length measured: fail (confirming the tip to be broken). Document/ specification review: the following drawing(s) were reviewed: 1.6mm cranial slf-drlg screw cruciform, low profile traeger 1.6/1.9 low-profile-neuro. No design issues or discrepancies were found during this investigation. Investigation conclusion: the complaint is being confirmed for the cranial-scr plusdrive ø1.6 self-drill l4. A definitive root cause could not be identified for the reported issue from the available information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a skull suture procedure on (B)(6) 2021, a package of screws did not have a tip. Another device was used to complete the surgery. There was no surgical delay. There were no adverse consequences to the patient. Upon manufacturer receipt and investigation, it was determined that the devices were broken. This report is for a cranial-scr plusdrive ø1.6 self-drill l4. This is report 1 of 1 for (B)(4).